Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not received.

Event description:
It was reported that an infusion of fentanyl pca infused fast than the scheduled program. The settings were verified by both nursing and pharmacy staff. Additional information requested, but was not received.